Event description:
A total knee was implanted in 2001. The knee became unstable and the following month the thinner poly articular surface was removed and a 20 mm articular surface was implanted. In 2003 the pt felt pain and instability. At removal the poly spine on the articular surface was found broken.